Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# j0519709v, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient was reported that she was feeling it was shocking all the time. The patient had hurt her back in 2010 and her implantable neurostimulator (ins) moved and started causing shocking. She went to the hospital and they turned the stimulation off and it had been off since 2010. The patient also had pain in the area of the ins in the hip area. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.